Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act button was not responding and the insulin pump alarmed button error during a bolus attempt. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 171 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump was received with cracked case at display window corner, cracked reservoir tube, cracked belt clip slot and minor scratches on display window noted.